Event description:
Customer reported experiencing occlusion alarms. This issue caused the customer's blood glucose level to display as "high", though the specific value was unknown. To address this, the customer administered a correction bolus via the pump and changed the infusion set and cartridge, subsequently resuming insulin delivery.